Manufacturer narrative:
Date sent: 06/27/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device was firing and the clips were not closing. Another device was used to complete the case. No adverse patient consequence was reported.